Event description:
A customer reported to baxter (B)(4) that an unknown number of vialmates were found, by the operator, to be unlocking. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore sample evaluation was not possible and the condition could not be confirmed. Without the sample the root cause could not be confirmed. If additional information or samples become available, a follow-up report will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.